Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone number: +(B)(6). E1: reporter phone number: +(B)(6).

Event description:
The customer reported a speaker malfunction from the device. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite confirmed the loudspeaker was defective and replaced it with a new one to resolve the issue. After speaker assembly replacement, the device was returned to functional use with no further issues identified. The device remains at the customer site.